Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure in the aortic position, during implantation of a 26 mm sapien 3 valve, the balloon did not inflate, contrast came out and the balloon had a ¿leakage/hole at the 3 marker¿.  No issues with valve alignment were reported.  The entire system (valve, delivery system and e-sheath) was removed and a new delivery system with the pre used valve was used.  The procedure went well with good outcome for the patient.

Manufacturer narrative:
Visual and dimensional analysis was performed of the returned delivery system.  During visual inspection, a tear was observed on the crimp balloon proximal to the I/c bond.  Slight gouges were also observed on the flex tip.  No other abnormalities were observed on the returned device.  Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed.  The complaint was confirmed through visual inspection.  During dimensional testing, double wall thickness dimensional inspection was performed on the crimp balloon.  A thickness measurement deviating from the specification could have contributed to the balloon tear or be an indicative of a manufacturing issue.  All measurements taken met the specifications.    Cd/images were also returned to edwards lifesciences for evaluation. A review of procedural cd/images (provided by the complaint site) was performed.  No relevant additional information was noted.   During manufacturing, the following visual inspections and tests are performed throughout the process: general inspection for s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, balloon pleat, fold & forming, 100% final inspection, flex catheter and balloon catheter leak test.  Additionally, the work order underwent a product verification testing as a requirement for lot release.  Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events.   A device history records (DHR) review performed revealed no issues that would have contributed to the complaint events.    Review of lot history revealed two (2) other similar complaints related to ¿balloon ¿ torn¿.  In one case the complaint was confirmed but no manufacturing non-conformance were identified.  The second case is pending engineering evaluation.   A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (may 2017 to april 2018) revealed eighty (80) similar complaints with returned devices for ¿balloon ¿ torn¿.  No manufacturing non-conformances that would have contributed to the complaints were identified.  A review of complaint data for april 2018 revealed that the complaint occurrence rate exceeded the control limit for the trend category of ¿damaged¿.   The edwards commander delivery system instructions for use (IFU), the device preparation manual and the procedural training manual were reviewed or guidance/instruction involving esheath and delivery system usage.  Based on the review of the IFU/training manuals, no deficiencies were identified.   Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, an fmea assessment was not required.    The complaint for ¿balloon ¿ torn¿ was confirmed based on the condition of the returned device. However, no manufacturing non-conformance was found in the returned device.  Review of lot history and DHR revealed no manufacturing non-conformances that could have contributed to the complaint events.  IFU/training material revealed no inadequacies.  A review of manufacturing mitigation also supported that the device have proper inspections in place to detect issues related to the complaint events.  As no issues were noted during device prepping and de-airing, the device had no issue out of box.  It is likely that the torn balloon occurred during the procedure.  A review of complaint history revealed that the potential root cause for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra.  The pra identifies increased alignment forces experienced during the procedure as possible root cause of the complaint event.  Increased alignment forces can result from the following: if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area.  This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. Flex tip gouges observed during the evaluation of the returned device suggesting the diving of the thv into the lumen of the flex tip.  If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond.  Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving.  In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material.  Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  Although a definitive root cause could not be determined, it is likely that patient and/or procedural factors contributed to the complaint events.   No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient and/or procedural factors may have contributed to the complaint event.  No corrective or preventative action is required at this time.  However, per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system and esheath were returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation, a crimp balloon tear was observed proximal to the inflation balloon/crimp balloon bond. Investigation is ongoing.